Manufacturer narrative:
The device was not returned to perform physical investigation. A needle manufacturing records could not be reviewed as the lot number was not provided by the customer. There was no alleged device malfunction so a device investigation was not conducted. Pain is a known complication of cryoablation procedures and is documented in the product labeling as potential adverse events.

Event description:
It was reported that shortly, after a nerve procedure was completed that patient experienced pain. One dose of morphine was given and the patient felt fine. The hospital technician thought the pain was due to hydro dissection. There was no alleged device malfunction. No other details provided suggest a more significant procedure related issue.